Event description:
Boston scientific crm received information that this right ventricular lead experienced fluctuating impedance measurements and increased threshold measurements. Stored electrograms noted loss of capture. It was noted that this patient is not dependent and had an underlying rhythm of 40 bpm. During a lead revision procedure, the physician noted dried blood and fluid in the header of both ports. The leads were cleaned and tested through a pacing system analyzer, which noted normal lead measurements. As a result, the device was explanted and the leads remain implanted. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.